Event description:
It was reported that the patient has had swelling in their arm for about a year and a half. The patient's daughter stated "the doctors think it's the wires". Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).